Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / essure coil extending 1 cm into the myometrium") in a 46 year-old female patient who had essure inserted (lot no. 796894) for female sterilisation. The patient had a medical history of colonoscopy in 2012 and diabetes mellitus, hemorrhoids, urinary tract infection, abdominal cramps, back pain, pap smear abnormal (results (ascus/hpv): 1990's x 1; follow up pap test normal), menses irregular with excessive bleeding, therapeutic abortion, recurrent abortion, parity 3, multi gravida, gerd, depression, ovarian cyst, uterine leiomyoma, uterine fibroids, pelvic pain female and menorrhagia. Previously administered products included: metformin for allergies and mirena. The patient had a family history of lung cancer, stomach cancer, heart disease congenital and leukemia. On (B)(6)2011, the patient had essure inserted. On (B)(6) 2021, 3412 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus on (B)(6) 2011 and as per mr (B)(6) 2011 right: 4 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2021: final diagnosis: uterus with bilateral fallopian tubes: mid secretory phase endometrium with endometrial polyps. Cervix without significant pathologic findings. Myometrium without significant pathologic findings. Fimbriated fallopian tubes without significant pathologic findings. No dysplasia, hyperplasia, or malignancy identified clinical information: menorrhagia with regular cycle essure coil extending 1 cm into the myometrium. [Pregnancy test] on (B)(6) 2011: negative [smear cervix] on (B)(6) 2011: ascus/hpv): 1990's x 1; follow up pap test normal [ultrasound pelvis] on (B)(6) 2009: findings: there is a 1. 7 cm uterine fibroid at the posterior aspect of the uterine body. There is a 1. 7 cm single septated right ovarian cyst. Impression: there is a 1. 7 cm focal uterine fibroid at the posterior aspect of the uterine body. There is a 1. 7 cm single septated right ovarian cyst. It may be prudent to obtain follow-up pelvic ultrasound in three months to ensure resolution. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: iud embedded. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event "medical device removal updated to iud embedded" lot number and expiration date, reporters information, medical history and surgical pathological reports were added. Non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3411 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal/essure coil extending 1 cm into the myometrium") in a 46 year-old female patient who had essure inserted (lot no. 796894) for female sterilisation. The patient had a medical history of colonoscopy in 2012 and diabetes mellitus, hemorrhoids, urinary tract infection, abdominal cramps, back pain, pap smear abnormal (results (ascus/hpv): 1990's x 1; follow up pap test normal), menses irregular with excessive bleeding, therapeutic abortion, recurrent abortion, parity 3, multi gravida, gerd, depression, ovarian cyst, uterine leiomyoma, uterine fibroids, pelvic pain female and menorrhagia. Previously administered products included: metformin for allergies and mirena. The patient had a family history of lung cancer, stomach cancer, heart disease congenital and leukemia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3412 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2011 and as per mr (B)(6) 2011. Right: 4 coils; left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2021: final diagnosis: uterus with bilateral fallopian tubes: mid secretory phase endometrium with endometrial polyps. Cervix without significant pathologic findings. Myometrium without significant pathologic findings. Fimbriated fallopian tubes without significant pathologic findings. No dysplasia, hyperplasia, or malignancy identified clinical information: menorrhagia with regular cycle essure coil extending 1 cm into the myometrium. [Pregnancy test] on (B)(6) 2011: negative. [Smear cervix] on (B)(6) 2011: ascus/hpv): 1990's x 1; follow up pap test normal. [Ultrasound pelvis] on (B)(6) 2009: findings: there is a 1. 7 cm uterine fibroid at the posterior aspect of the uterine body. There is a 1. 7 cm single septated right ovarian cyst. Impression: there is a 1. 7 cm focal uterine fibroid at the posterior aspect of the uterine body. There is a 1. 7 cm single septated right ovarian cyst. It may be prudent to obtain follow-up pelvic ultrasound in three months to ensure resolution. Lot number: 796894. Manufacture date: 2010-10. Expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.